Event description:
The physician attempted a diagnostic arteriotomy closure with the closer tsl 6 fr device. The physician did not feel suture capture was ideal. Removed device before advancing suture to artery and noted distal tip was almost disconnected from main sheath. Device with tip intact was collected and returned to perclose, as reported by local rep. Compressed to achieve hemostasis. Distal pulse was diminished compared to pre-procedure. Pt was observed for a couple of hours with no improvement. Pt had fem-pop bypass surgery. There was no additional pt injury.